Event description:
Event verbatim [preferred term]. After 10 min, slight tingling and then unbearable pain after 15 min [paraesthesia], after 10 min, slight tingling and then unbearable pain after 15 min [pain], very itchy hives on her neck and upper back. [Urticaria], allergy [hypersensitivity]. Narrative: this is a spontaneous report from a contactable physician. A 14-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. A pediatrician called because yesterday she saw a 14-year-old female patient during teleconsultation who used a thermacare heatwrap (lot unknown) on her neck. After 10 min, she experienced slight tingling and then unbearable pain after 15 min: very itchy hives on the neck and upper back. The pediatrician treated the allergy. The pediatrician wanted to know the composition of the liquid in order to know which molecule the patient could be allergic to. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Based on the complaint narrative, the patient experienced tingling, unbearable pain, itchy hives and allergy with product use. The potential root cause of this issue after review of the manufacturing site investigation concludes the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received. Follow-up (28aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No additional information expected.

Manufacturer narrative:
Based on the complaint narrative, the patient experienced tingling, unbearable pain, itchy hives and allergy with product use. The potential root cause of this issue after review of the manufacturing site investigation concludes the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received.

Manufacturer narrative:
Based on the complaint narrative, the patient experienced tingling, unbearable pain, itchy hives and allergy with product use. The potential root cause of this issue after review of the manufacturing site investigation concludes the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: yes. Severity of harm: s3. Site sample status: not received.

Event description:
Event verbatim [preferred term]. After 10 min, slight tingling and then unbearable pain after 15 min [paraesthesia], after 10 min, slight tingling and then unbearable pain after 15 min [pain], very itchy hives on her neck and upper back. [Urticaria], allergy [hypersensitivity], , narrative: this is a spontaneous report from a contactable physician. A 14-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. A pediatrician called because yesterday she saw a 14-year-old female patient during teleconsultation who used a thermacare heatwrap (lot unknown) on her neck. After 10 min, she experienced slight tingling and then unbearable pain after 15 min: very itchy hives on the neck and upper back. The pediatrician treated the allergy. The pediatrician wanted to know the composition of the liquid in order to know which molecule the patient could be allergic to. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Based on the complaint narrative, the patient experienced tingling, unbearable pain, itchy hives and allergy with product use. The potential root cause of this issue after review of the manufacturing site investigation concludes the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: s3. Site sample status: not received. Follow-up (28aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow up (12oct2020): new information includes: update to the narrative (reasonably suggest device malfunction yes was removed as it was not confirmed to be a device malfunction). Follow-up attempts completed. No additional information expected.

Event description:
After 10 min, slight tingling and then unbearable pain after 15 min [paraesthesia], after 10 min, slight tingling and then unbearable pain after 15 min [pain], very itchy hives on her neck and upper back. [Urticaria], allergy [hypersensitivity], , narrative: this is a spontaneous report from a contactable physician. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. The patient medical history and concomitant medications were not reported. A pediatrician called because yesterday she saw a (B)(6)year-old female patient during teleconsultation who used a thermacare patch (lot unknown) on her neck. After 10 min, slight tingling and then unbearable pain after 15 min: very itchy hives on the neck and upper back. The pediatrician treated the allergy. The pediatrician wanted to know the composition of the liquid in order to know which molecule the patient could be allergic to. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.